Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.25mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.25 x 24mm promus element¿ plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus mr ous 2.25 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed proximal stent damage. Proximal stent struts 1-2 were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The outer diameter of the undamaged crimped stent was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.25mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.25 x 24mm promus element¿ plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. No patient complications were reported and the patient's status was stable.